Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer used "fiaft" insulin. Tandem's technical support educated the customer on cartridge/insulin labeling. Reportedly, customer declined troubleshooting and changed the supplies to address the event.